Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "footswitch was not responding" (device operates differently than expected). A customer reported the footswitch would not respond during surgery. The footswitch was switched out and the surgery was completed. There was a delay in the case but the reporter was unable to say how long the delay was. There was no patient impact or procedural change.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).